Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to an electrical continuity error due to water invasion in the scope connector. Additional evaluation findings are as follows: 1.) Air/water leakage from the switch box due to defect in watertight area; 2.) The switch board pc board found short -circuited due to water invasion; 3.) Insufficient cleaning of the objective lens; 4.) The resin area noted detached due to humidity/deterioration due to the cleaning/disinfection/sterilization method and/or bending at a sharp angle; 5.) Insertion tube stained due to insufficient cleaning; 6.) Water invasion in the device. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "e315" occurred while reprocessing the device. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: water invaded the scope connector due to a break in the switch box, resulting in an electrical continuity error. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.